Event description:
Event description cpi received information that this implantable pulse generator (ipg) would not pace or sense after three weeks of implantation. An invasive procedure was performed to explant the ipg. A new model 950 was implanted.